Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 14 atms on the second inflation. The initial inflation was to 12 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the distal right coronary artery. The physician used a 7f medikit introducer sheath for vascular access, then a lifeline athlete soft guidewire and a 7f mach1 fl4 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a cypher 3 3.5/18 mm stent. The quantum maverick monorail 15/3.5 mm balloon was removed and replaced with a quantum maverick monorail 15/3.25 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.